Event description:
It was reported by the rep that during a laparoscopic supercervical hysterectomy procedure, a piece of the blade broke off into the patient when he was cutting through staples. The piece was retrieved. The case was completed without any reported patient consequence.